Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the clinical data file from the reported event was provided. The analysis of algorithm incorporated in the zoll defibrillator works by taking nine second ECG sample divided into 3,three second segments. Each segment is evaluated for shock or nonshockable criteria. A shock decision is render when two of the three segments is determined shockable. Review of the clinical data file indicated that two CPR compressions were performed after the analysis had started, which affected the amplitude variability. The matching ventricular fibrillation definition set the threshold at greater than 10%. The value calculated in this segment was 24%. This value appears to be due to the two CPR compressions rate at the start of the segment. Review of segment two was found non-shockable due to the regularity of the waveform. Review of segment three was calculated to be ventricular tachycardia with a rate of 209 bpm. It appears the tall t waves were counted as beats. Since two segments of the analysis calculated as shockable, the overall determination result was shock advised. Based on our review of the data we have concluded that the analysis program worked within its limitations of the available technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. This is all the information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.